Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1wpzd serial# implanted: (B)(6) 2019; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 04-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that a couple of weeks ago they noticed that their condition was getting worse and they thought maybe the device was failing. Last week it was really bad again, like before they went in for the device. Today they were able to connect to their settings and increase the stimulation prior to the call. Caller will maintain stimulation and adjust as necessary. Additional information was received from the patient. The reason for call was the patient called to inquire about scheduling a representative (rep) to come to their follow up appointment with their new managing health care provider (hcp). Patient services reviewed the role of the rep with the patient and provided the patient with the national answering service number for the healthcare provider office to page a representative for the appointment. The patient stated they met with the new healthcare provider and they ordered an x-ray to see if everything was lined up correctly and if it was in the correct position and they wanted a rep to come to the appointment to review the results of the x-ray. Patient further clarified their need for an x-ray and stated that for the last couple of years, the therapy hadn't really been working for their symptoms and that was a problem for them because they were still working. The patient had stated in the past when they had met with a nurse or a nurse practitioner at their previous hcp office, they told t he patient that sometimes the wire could shift a little bit and the patient stated at the time they just dealt with it and tried to make adjustments even though the patient had been feeling something (stimulation) more on the side instead of the targeted area for the therapy to be effective and so they were cranking it up to mild pain and then they would back it down like 1 or 2 and leave it there but they were still not getting good results. Patient services asked the patient if they had any falls or traumas and the patient stated that their back goes out sometimes, that it was a muscle thing and they were "all crooked" so they were wondering if that had tweaked it a little but they didn't know but they knew something needed to be done and they wanted a rep to help assess the issue. Patient stated they thought when their symptoms first started that the ins battery was going bad but they knew it wasn't the battery because they were still able to crank it up and back it off like they wanted and they felt the stimulation to get the most relief they could get where they could still fall asleep and get through their day but now they couldn't avoid this anymore patient suspected the wire had shifted and stated they were apprehensive on what they would need to do to fix the issue and if the system needed to replaced they feared it would be a more invasive procedure. The issue was not resolved through troubleshooting. Patient is going to provide the national answering services number to their hcp office when they make their appointment so the hcp could call it to page a rep to help assess the issue. 2 call recordings. Patient services called patient registration at call's end to update the patient's follow up hcp at call's end and documented reported event. No further action was taken by patient services.